Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
The customer contacted baxter's (B)(4) regarding a system error (se) 2240 alarm, which occurred on the homechoice (hc) during dwell 2/4. The tsr explained the alarm and the hp stated a supply bag fell off the table and disconnected. Proper procedures per the user manual were reviewed. Product surveillance obtained additional information from the hp. The hp stated a supply bag did not fall, but rather the spike separated from the bag. The sample was discarded. No patient injury or medical intervention was reported. No additional information available.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded.